Event description:
On (B)(6) 2010, a pt notified intuitive surgical in response to a request for their pt story. She advised that during a da vinci hysterectomy with sacrocolpopexy procedure, the case was converted to open surgical techniques resulting in an increased hospital stay, bladder trauma lasting one week post op and intermittent kidney pain. On (B)(6) and (B)(6) of 2010, the console surgeon provided info and operative reports related to this event. The info provided indicated that during 2 hours of the sacrocolpopexy portion of the procedure and while attempting to dissect the pt's sacral area and peritoneum, the surgical staff experienced intermittent difficulty obtaining a full range of motion with the pt side manipulator (psm). Multiple experienced surgical technicians were used in an attempt to troubleshoot the issue by repositioning the pt side cart (psc), the center post and the psms however, they were unable to gain a full range of motion in the left psm. Without contacting an isi technical support engineer for assistance, the surgeon made the decision to convert to a minilaparotomy to complete the planned procedure.

Manufacturer narrative:
During an investigation with the console surgeon, he advised that post procedure, the staff found the pt side manipulators (psm) to be rotated 180 degrees. He also advised that there were no issues with the system and that the positioning of the psms caused the limited range of motion. An additional investigation conducted by engineering included a review of the system error logs which did not indicate any system faults that would have contributed to a limited range of motion in the psms. The psm is an instrument arm located on the pt side cart that provides the sterile interface for the endowrist instruments. Based on the info provided by the console surgeon and eval the system error logs, engineering concluded that the issue experienced by the customer was associated with incorrect positioning of the psms by the site. The site corrected the positioning of the arms to correct the reported issue. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.